Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. Data was evaluated and the allegation was confirmed. The probable cause was determined to be the transmitter timer not advancing. No injury or medical intervention was reported.